Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 643 mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The programming, time, and date were correct. The customer's most recent glucose reading was 127 mg.dl, and she has treated with manual injections. The customer stated that the endocrinologist determined the insulin pump was not functioning properly and recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.